Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). Complaint history review/trend analysis: 3 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. 19,420 nt821731 c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the root cause of the customer's complaint could not be determined as the device was not returned for evaluation and no additional details regarding the incident was reported. Faillure confirmed: no. Investigation result code: san diego/eds products/no return of device for evaluation. Complaint could not be verified, materials not returned for analysis.

Event description:
Nt821731c - eds3 on 10n peds step-down had been leaking the day prior at the stopcock near where the transducer would be. It was replaced at that time with another eds3 and that one also began to leak in the same area. No injuries reported. Event 1/2.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Customer did not report the lot number, unable to perform device history record review. However, the device history records for all the eds/evd subassemblies and final assemblies are reviewed 100%, and product is not released until all requirements are met. There are no CAPA's related to this issue. The completed customer complaint form was returned. It noted the device was in contact with the customer. However, its unknown if there was patient injury or if medical intervention was required. It was also confirmed the product is not available to be returned for evaluation. Further investigtion to be carried out.

Event description:
Nt821731c - eds3 on 10n peds step-down had been leaking the day prior at the stopcock near where the transducer would be. It was replaced at that time with another eds3 and that one also began to leak in the same area. No injuries reported. Event 1/2.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per doc-035405 natus eds 3 external drainage system - risk analysis spreadsheet (ras), hazard ID - 4.33, severity 11 - critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Nt821731c - eds3 on 10n peds step-down had been leaking the day prior at the stopcock near where the transducer would be. It was replaced at that time with another eds3 and that one also began to leak in the same area. No injuries reported. Event 1/2.